Manufacturer narrative:
On 09mar2025, the authorized service provider (asp) evaluated the device and no mention of an issue with the proximal pressure line disconnect was made when the event log was reviewed. Following evaluation of the device, the asp completed a comprehensive inspection, cleaning, running test, and functional test. No other abnormalities were observed. No issue was identified with the proximal pressure line disconnect alarm that required additional service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device on 28feb2025, and no mention of a proximal pressure line disconnect was made. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the sales representative that the proximal pressure line disconnect alarm had occurred. The patient circuit and pressure lines were checked, and nothing appeared to be wrong with the setup. The patient's condition was confirmed to be stable, so the v60 ventilator was removed from service. The device alarm log confirmed the occurrence of the proximal pressure line disconnect alarm. The device was then connected to a test lung and the alarm did not reoccur. The alarm also did not reoccur when a mask was worn. The device was collected for evaluation at a service center. This investigation is ongoing.